Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the investigation examined the manufacturing directions, including the quality control release testing and all results were within specification. Quality assurance subsequently released the finished goods. The root cause for the collapsed bottle was not determined. At this time, we consider this a manufacturing variance and will continue to monitor this issue. The instructions for use state prior to use, visually inspect all bact/alert® bottles. Bottles exhibiting evidence of damage or deterioration should be discarded.

Event description:
A customer in (B)(6) notified biomérieux of deformed bact/alert® sa culture bottle. The customer reported that one of the deformed bottles was identified after inoculation. The deformation is on the side of the bottle and a crack was also observed. The customer reported having to collect blood from the patient again. An internal biomérieux investigation will be initiated.